Event description:
"Opaque tip broke off in pt during implant. All pieces were retrieved."

Manufacturer narrative:
The actual device was not available for evaluation at the time of this report. Thomas medical products, inc. Has made several attempts to obtain add'l info and to date none has been provided. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.